Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and identified a power supply that needed to be replaced, but no conclusion can be drawn as further repair info is not available.